Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the scope image was inverted. The event occurred at the beginning of the case and that the surgeon eventually worked through the issues. The customer received phone assistance from the technical support engineer (tse). The tse reviewed the system logs and found errors 23003 and 48221 on the endoscope. The customer reseated the endoscope. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting an inverted image, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved by the customer reseating the endoscope. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. However, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint regarding the inverted image was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.